Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level of 465 mg/dl. Customer also mentioned multiple blood glucose such as 409 mg/dl at the beginning of call, 381 mg/dl after the set and reservoir was replaced. Customer called that she had surgery on thursday and her blood glucose was 400 mg/dl. The customer did not felt ok to troubleshooting high blood glucose level. The customer reported symptoms regarding high blood glucose such as nausea sluggish and incoherent. The customer was treated for the high blood glucose with insulin pump. The customer's daughter declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.